Manufacturer narrative:
H6: part of the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned without suture or anchor material. The actuator bar is recessed into the handle. A functional evaluation was performed on the returned device and found that the actuator bar could be pulled back out to the appropriate length and turned as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during the shoulder cuff surgery, while using the footprint anchor, the surgeon attempted to apply appropriate tension on the suture by rotating the knob of the torque limiter counterclockwise. However, despite these efforts, the suture could not be locked. Finally, it was removed by force. The procedure was completed using a smith and nephew backup device; however, it is unknown if there was a surgical delay. No further complications were reported.